Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal, with glucose peaking at 284 mg/dl for about three hours despite meal announcement, and contacted support while changing infusion supplies for the first time; insulin delivery was resumed after step-by-step guidance. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer interview, troubleshooting, and user education on supply replacement and insulin delivery. Investigation of this case revealed an undetermined cause of hyperglycemia with no device alerts reported. It was concluded that the event was non-serious, user was stable, and the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.